Event description:
It was reported that a remote transmission was received for inappropriate atp therapy for supraventricular tachycardia. Programming changes were recommended. The patient was asymptomatic and will continue to be monitored.